Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 26feb2025, they were waiting customer approval. Per follow up information received via mail on 10mar2025, they repaired the device on the customer site. The issue was cooling malfunction, and the defective parts were chiller pump and I/o circuit card. Replaced chiller pump and I/o circuit card. The issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed I/o circuit card. The device was evaluated upon receipt. Alarm 113. Replaced I/o card. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter phone number is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 26feb2025, they were waiting customer approval per follow up information received via mail on 10mar2025, they repaired the device on the customer site. The issue was cooling malfunction, and the defective parts were chiller pump and I/o circuit card. Replaced chiller pump and I/o circuit card. The issue was resolved.